Manufacturer narrative:
The driver was received without the implant. The driver rod is broken at the tip just before the laze line. The rod broke at a slight angle where the outer tubing (shaft) ends once the implant is plunged in. The condition observed typically occurs from bending and shearing, indicating misuse. Furthermore, material verification was found within specifications and nothing relevant was noted during the device history review. This is the first complaint of this type for this part/lot combination. This event has been attributed to misuse.

Event description:
It was reported that the surgeon was unscrewing the pushlock handle and the tip of the metal shaft broke off inside the anchor. It broke just above the black line during a shoulder arthroscopy. The broken fragment was left in place inside the anchor in the pt. No adverse consequences have been reported from this event. This device is used for treatment.